Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were in the hospital for mild diabetic ketoacidosis. The customer¿s incident blood glucose level was 370 mg/dl. The customer¿s current blood glucose was 290 mg/dl. The customer was treated with manual injection. The customer did experience any symptoms or treatment as a result of high blood glucose such as stomach pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the reservoir lip ring was broken off. The reservoir was not able to lock in place. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correction: the information provided was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Correction: the information provided was incorrect. The correct information has been provided with this report.